Event description:
It was reported the defibrillator stopped for no particular reason and continued to stop, it is faulty, and the customer is requesting a test "op check". No patient involvement reported at this time.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that the defibrillator stopped without any particular reason and following this stop it is faulty and it requires an "op check" test. The fse evaluated the device on site. It was determined that this was a malfunction of the som board, which was replaced in order to resolve the reported issue. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the som board. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The som board was replaced in order to resolve the reported issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.